Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was decreased sensing threshold and noise reversion episodes noted on the right ventricular (rv) lead. A lead revision is anticipated to resolve this event, and the patient was stable with no consequences.